Event description:
It was reported the patient was implanted without incident with a pacing system. During a post-implant interrogation, the device was found to have been programmed for another patient at another hospital. A search of the manufacturer's device registration revealed the device was returned to stock by another hospital. Approximately 12 hours post-implant, the physician determined that the lead had also dislodged. The patient was taken back to the operating room for a lead repositioning, and the lead remains in use. The device was explanted and replaced at this time. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found.